Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ain at the drg ins site. Surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was relocated which resolved the issue.